Event description:
Procedure: hysterectomy according to the reporter: as the versastep cannula and obturator were being pushed through the sleeve the end of the cannula caught the sleeve and bent backwards.. It was noticed right away, removed and all pieces retrieved. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes in one case. Device fragment did fall into the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.